Event description:
A malfunction occurred causing a postoperative leak that required a reoperation. Additional details have been requested.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).